Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient faced bent cannula issues that led to an increase in patient's blood glucose level. Highest blood glucose level was reported to be 600 mg/dl that was treated with a correction bolus. Subsequently, the patient was hospitalized and received intravenous insulin drip, which resolved the issue. Reportedly, the patient used the infusion set for two days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.